Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department and shipped to (B)(4) on 08/25/2016. We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
It was reported that the end user sought medical attention on (B)(6) 2017 at 12:00pm after her prodigy meter would not respond to the test strips while trying to perform a blood glucose test. The end user was experiencing blurry vision and the paramedics were called. While waiting on the paramedics she took a dose of insulin. The paramedics administered an IV of fluids and transported the end user to the ER. Upon arrival to the ER the end user's blood glucose was 302 mg/dl. Additional IV fluids were given while at the ER. Once discharged the end user's blood glucose had decreased to 137 mg/dl and she was educated on recognizing the symptoms for high and low blood glucose levels as well as to follow a diet. No additional information was provided in relations to this medical event.